Manufacturer narrative:
(B)(4). Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. The system met specifications at the time of release. The root cause cannot be determined conclusively.

Event description:
A nurse reported irrigation/aspiration issues occurred during surgery. The patient impact was unknown at the time of this report. Additional information has been requested but not received to date. This is one of five reports being filled for this event. This report is for the patient from another hospital.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).